Event description:
The territory manager (tm) assisting a (B)(6) female pt called in to zoll lifecor customer support to report that the pt's batteries would not work. In an attempt to troubleshoot, the tm damaged two separate battery packs. The pt was provided with two replacement batteries.

Manufacturer narrative:
Device manufacture date: battery (B)(4): 12/2007, (B)(4): 01/2008, (B)(4): 11/2007, (B)(4): 12/2007. Device eval summary - device evals of batteries (B)(4) have been completed. The reported problem (battery faults) has been confirmed. As received, all of the pt's batteries had a damaged connector at pins 4 and 5. The root cause of the damaged connector cannot be positively identified but may have resulted from excessive force used in battery insertion/removal. No adverse event resulted from the defective batteries. The pt received two replacement battery packs.